Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit intermittent power on issues. The unit was returned for 3rd times for the same previous failure. There was unknown reported patient involvement / adverse patient impact.

Event description:
The customer reported the unit intermittent power on issues. The unit was returned for 3rd times for the same previous failure. There was no reported patient involvement / adverse patient impact.